Event description:
It was reported to boston scientific corporation that a gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure within the duodenum performed on (B)(6) 2012. According to the complainant, during the procedure, the device failed to conduct electrical current. Reportedly, there were no visible signs of energy coming from the device. The device was withdrawn from the patient, and then tested in saline, but it still failed to deliver energy. The power was switched and the probe was re-tested without success. The procedure was completed using a second gold probe and the original generator without any further issues. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Failed to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for an esophagogastroduodenoscopy (egd) procedure within the duodenum performed on (B)(6) 2012. According to the complainant, during the procedure, the device failed to conduct electrical current. Reportedly, there were no visible signs of energy coming from the device. The device was withdrawn from the patient, and then tested in saline, but it still failed to deliver energy. The power was switched and the probe was re-tested without success. The procedure was completed using a second gold probe and the original generator without any further issues. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.